Manufacturer narrative:
Concomitant medical products: product ID 8780, lot# serial# (B)(4), implanted: (B)(6) 2016, product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 08-jul-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding a patient receiving baclofen via an implanted pump. The indication for pump use was intractable spasticity. The patient¿s representative was calling for MRI compatibility guidelines because the patient was to have an MRI of her back to try to determine why the patient was having pain. While on the call, the reporter stated that the pump had been turned off because it quit working ¿around 2019ish¿. She stated that they did a special test to see what was broken and she thought it may have been the catheter. The patient was currently on oral baclofen (20 mg, 3x/day). Additional information was received on (B)(6) 2021 from an hcp who was calling for MRI labeling. Per the hcp, the pump was no longer in use. He stated that he was told that the pump had been ¿moving¿ and ¿malfunctioned¿ and there was a twisted catheter. When asked for details, the hcp stated that the pump had flipped or moved in the pump pocket and that he had no additional details to pr ovide at the time of the call.